Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pediatric patient is a clinical trial participant in a foreign study unrelated to the dexcom device. Study coordinators informed dexcom that the patient had a sensor inserted by the patient's mother on (B)(6) 2010. The sensor never worked and was removed on that same evening. Upon removal of the failed sensor, the patient's mother could not locate the sensor wire and believes she could feel it under the skin. A study clinician was also able to feel the retained distal fragment under the skin. The patient has not complained about the retained sensor fragment since the incident. There is no swelling, pain, or other signs of infection.